Event description:
It was reported by service report that the footboard assembly was cracked at the footboard connector; scale and bed exit were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard assembly.